Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected the device and found no failures. Fse proceeded to replace drawer boards in half height cubie drawers 1.1 and 1.2 due to recurring failures. Fse verified operation via hardware test application and performed preventive maintenance. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer failed to open and displayed the message 'device not detected on bus'. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.